Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt received a durom us acetabular component 54/48 n on (B)(6) 2008 and that "he has had problems ever since. The right hip is his current focus but he states that the left hip will need attention first." The pt is being monitored due to fluid collection, metal deteriorating in right hip and left hip has unknown symptoms. The implantation side of this complaint is unknown. The other side is reported under manufacturer complaint number (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).